Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod ran for 0 pulses and was received in pod state 15, indicating that the pod had been deactivated by the user. The user is not provided the option to deactivate a pod until the end of first prime, indicating that a software issue occurred which prevented the pod from activating successfully. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The exact cause of the pod not activating and deploying could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.